Event description:
During the procedure in the moderately calcified proximal left subclavian artery, the omnilink stent system was advanced into the patient anatomy without resistance. The stent system was advanced past the target lesion and then pulled back to the target lesion without resistance. The stent dislodged from the stent delivery system and the stent delivery system was withdrawn without resistance. A 3.0 x 20 mm trek dialation catheter was advanced into the patient anatomy. The dilatation catheter was able to advance through the undeployed stent and pull it into position at the target lesion. The balloon was inflated and the stent expanded. The dilatation catheter was removed and a new 5.0 x 15 mm trek dilatation catheter was advanced and the balloon inflated to further expand the stent, and was then removed from the anatomy. A new 6.0 x 20 mm viatrac dilatation catheter was then advanced into the patient anatomy and the balloon inflated to fully expand the omnilink stent. The omnilink was fully apposed to the vessel wall and the dilatation catheter was removed from the anatomy. There was no adverse patient effect and no clinically significant delay. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It was not possible to perform a thorough analysis on the product because it was not returned for investigation. Stent dislodgement can be influenced by many factors, including, but not limited to, improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, handling of the stent during prep, interaction with accessory devices, interaction with the lesion, tortuous anatomy, or heavy calcifications. To ensure this is not the result of a product deficiency, all stent delivery systems are 100% visually inspected for proper stent placement and stent damage, and are 100% dimensionally inspected for crimped stent outer diameter. Additionally, samples are removed from each lot for destructive stent dislodgement testing. A conclusive cause for the dislodgment could not be determined; however, it may be possible that anatomical conditions such as lesion calcification contributed to the reported dislodgment. It was reported that the omnilink 35 was used to treat the left subclavian artery. It should be noted that the omnilink .035 biliary stent system instructions for use states: the omnilink .035 biliary stent system is intended for palliation of malignant strictures in the biliary tree. It could not be determined if the off-label use caused or contributed to the reported difficulties. A review of the finished device lot history records did not reveal any nonconforming material records for this lot. Additionally, a query of the complaint handling database was performed and there have been no other incidents reported for this lot. There is no indication to suggest a product quality deficiency.